Manufacturer narrative:
(B)(4). The foreign distributor evaluated the device and determined that a malfunctioning turbine caused, the reported event. The foreign distributor was shipped, a replacement turbine to repair the device and return it, back into service. Carefusion issued a return goods authorization (rga) number, to the foreign distributor for the return of the alleged faulty turbine for evaluation. As of (B)(6) 2015 the alleged faulty main board has not been received.

Event description:
A distributor in (B)(6) reported that this device was alarming vent inop, motor fault, circuit fault, low pip and low ve. The device was not on a patient when the event occurred.